Event description:
Customer ran quality control samples for hb and did not pass, causing qc lock out to be turned on. Without user intervention, the qc lock cleared. All three levels of qc had failed and now are showing pass status.